Event description:
It was reported that while trying to perform a direct stenting procedure of an rca with a normal takeoff and no calcium or tortuosity, the delivery system shaft bent and folded near the guide wire exit hole. There was no patient effect reported. However, investigation of the device revealed the tip of the catheter was separated and this medwatch is being submitted based on the investigation results.